Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was no rapid loss of abdominal pressure due to the device issue.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after insertion into the patient cavity, the balloon would not inflate. Another device was opened to continue the case.